Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-03883. The pt received 4 scs leads, 3 with the same lot number and 1 with a different lot number. It was reported the pt is experiencing swelling and irritation along one of her scs lead incision sites. She is also experiencing a rubbing sensation under her skin from the scs lead in addition to one of her eyes being swollen shut. F/u identified the swelling at the pt's lead incision site has resolved significantly. However, the pt is experiencing soreness from the incision site to along the scs lead to her neck. The pt received antibiotics. Further f/u identified the scs lead was partially explanted. Add'l f/u identified cultures showed positive for a staph infection. The infection is being monitored by the physician. Further f/u identified the pt's infection remains unresolved. Subsequently, the entire scs system has been scheduled for explant.